Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient experienced high blood glucose (bg) event on (B)(6) 2026. The blood glucose was high and treated it with insulin via pump. The blood glucose (bg) was high for more than four hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.